Manufacturer narrative:
Concomitant devices: cool path¿ irrigated ablation catheter, swartz¿ introducer, agilis¿ introducer. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2019-00041, 3005334138-2019-00298, 2182269-2019-00078. The following was published in the journal of arrhythmia in an article titled, "pulmonary vein isolation plus left atrial posterior wall isolation and additional nonpulmonary vein trigger ablation using high-dose isoproterenol for long-standing persistent atrial fibrillation" by tomomasa takamiya, md, junichi nitta, md, akira sato, md, et al., on feb. 18, 2019. "The median procedure time was 183 (q1-q3; 155-220) minutes. Complications occurred in 7 of 226 (3%) procedures; 4 (2%) patients had pericardial effusion that required percutaneous drainage, 2 (1%) had gastroparesis, and 1 (0.4%) patient had an esophageal ulcer. All patients were conservatively treated without long-term sequelae."